Event description:
Two external proficiency survey samples recovered low outside acceptable range for troponin t. Sample 1, initial result gave 0.026 ng/ml. Low end of acceptable range 0.043 ng/ml. Same survey sample was repeated in 2007, giving < 0.010 and 1.05 ng/ml. Sample 2, initial result 4.460 ng/ml, low end of acceptable range is 5.300. Same sample repeated twice in the same day, gave results of 3.72 ng/ml and 0.172 ng/ml. It was noted when both samples were retested, they contained fibers of fibrin. The field service rep was unable to determine a root cause. Performance test were performed and within specs.